Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported xen®45 gts "applicator did not work properly - it blocked when applied" during implantation in unknown eyes. Device status unknown.